Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient received zosyn at 1100, with all five rights confirmed and the IV pump programmed to infuse over 30 minutes as per the order. The tubing was properly primed, and connections were verified according to protocol. Approximately five minutes later, health professional was summoned to the bedside due to the IV pump emitting an alarm indicating "air in line." Upon inspection, air was present in the line, although it had not yet reached the patient. Additionally, it was observed that the zosyn medication bag was empty, despite the pump indicating that 40 ml remained to be infused. The patient was disconnected from the line, reported feeling well, and the physician was notified.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.